Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 41 and 43 alarms that may have occurred in the past. The adapt tool revealed pump error 41 on (B)(6) 2025 11:44:00.000. Line=713 file=121. Pump error 43 was also found on (B)(6) 2025 11:44:00.000 and (B)(6) 2025 11:56:53.000. Line=589 file=121. Per software engineering log investigation, pump error 41 and 43 were due to issue with motor voltage regulator. Isolate to motor assembly. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 43.0 received the lowbatteryalert (104) on (B)(6) 2025 09:03:00 after more than 7 days at 10.94 days. Battery cycle 42.0 received the lowbatteryalert (104) on (B)(6) 2025 10:24:00 after more than 7 days at 15.63 days. Battery cycle 40.0 received the lowbatteryalert (104) on (B)(6) 2025 00:59:00 after more than 7 days at 15.58 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. No low battery alarms or unexpected battery power loss noted during testing. No unexpected pump error 41 or 43 noted during testing. Pump was cut open to perform visual inspection and no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly was noted. Isolate anomalies to electronic assembly. The following cosmetic damages were noted: cracked case-corner of belt clip rails, battery tube threads - cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with failed battery test were not confirmed when the baat tool concluded customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer allegations with pump error 41 and 43 were confirmed when pump error 41 and 43 were noted in download history review. Isolate to motor assembly. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period). The customer received pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer received the battery failed alert. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process but pump did not pass displacement test. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.